Event description:
During routine testing of the device at the service center, the service technician reported the monitor would not power up as expected. The light emitting diode card was replaced. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.